Event description:
Two separate incidents involving nursing personnel who received needle sticks using the insyte auto guard angio catheter device - 22 gauge. Both incidents occurred after removal from the patient. The device kicked back causing the needlestick.